Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify missing segments due to blank display and minor scratches on display window.

Event description:
Customer called reporting partial display on her insulin pump. Her blood glucose is 176 mg/dl. Customer stated she dropped the device and screen went blank. She changed the battery and is able to turn on the backlight, but there are faint parts on the screen. The device does not rattle when shaken. Customer stated the device passed the self test, but she did see missing segments during the test. The missing segments are the top line and right side. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.